Event description:
Complainant alleged that during biomed testing, the device's display blanked out after discharging into an analyzer at 200 joules. The clinician indicated that the device does not discharge at all over 200 joules. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.